Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin1/6 of the ambient light sensor (u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had hardware low level failure error. They reported that the error occurred during the self test. They reported that the they were able to able to clear the alarm but did not receive a request to rewind the insulin pump. The customer reported that the insulin pump passed the second and the third self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.